Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: h6, h11: 37 previously reported events are included in this follow-up record. Product return status: 36 devices were evaluated in the field. 1 device investigation type has not yet been determined.

Event description:
This report summarizes 37 malfunction events in which the device had paint chips missing. 36 events had the problem identified during a non-clinical procedure; there was no patient involvement. 1 event had patient involvement: no patient impact.

Event description:
This report summarizes 37 malfunction events in which the device had paint chips missing. - 36 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 1 event had patient involvement, no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 37 events were reported for this quarter. Product return status 33 devices were evaluated in the field. 4 device investigation types have not yet been determined. Additional information 37 devices were not labeled for single-use. 37 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h1, h6, h11. 37 events were previously reported during the reporting quarter: however, 1 event was reported in error. 36 previously reported events are included in this follow-up record. Product return status 36 devices were evaluated in the field.

Event description:
This report summarizes 36 malfunction events in which the device had paint chips missing. 36 events had the problem identified during a non-clinical procedure; there was no patient involvement.